Event description:
It was reported that the child lost her speech processor a year ago. One year later, after her father brought a new one, the patient came for a fitting session, but at that time, testing revealed 7 electrodes in status hi. According to x-ray the electrode seems to be in place in the cochlea. There was no fall or similar reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted , it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.